Event description:
Revision surgery - the poly insert was worn out. It is being sent back for an investigation.

Manufacturer narrative:
The reason for this revision surgery was to replace the patients worn insert after an indeterminate amount of time since the original surgery. The patients original surgery date was not reported; however the device history records (DHR) indicate that the part was released from djo surgical manufacturing on or about nov 10, 2005; meaning the products may have been in service for as many as 7.5 years. There is no information about any patient injuries, activities, accidents, medical contraindications, component positioning or micro motion that may have contributed to the revision surgery. No additional information with regard to patient's x-rays, surgical reports or prior surgeries is available to analyze. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical on 9/6/2013 for a visual and photographic examination. The femur, nonporous, 3d, size, 8, lt (part number# 233-01-108, lot # 451692) showed minor wear on the articulating surfaces as well as remnants of cement on the non-articulating side. The tibial insert is heavily worn on the articulating surfaces and material has worn away. The boundaries of the wear are yellow and delamination is observed. The backside of the insert (which goes into the metal baseplate) is worn to the point that the part and lot engravings are no longer visible. The tibial baseplates tray (which mates with the insert) is worn with scratches indicating axial rotation around the screw hole. The baseplate also has remnants of cement and blood/body fluids on the stem side. A review of the dhrs showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 4th complaint for this part number (1 infection, 2 stability/poor joint, 1 wear/excessive wear), first for this lot number. The root cause for the patients worn insert was not determined. There are no indications of a product or process issue affecting implant safety or effectiveness.